Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The resistance with the guide wire was confirmed. It is likely that the kinks in the shaft contributed to the reported resistance with the guide wire. The kinks likely occurred during use. The reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 14 dilatation catheter became stuck on the non-abbott guide wire during advancement to the anterior tibial artery. The armada was unable to be removed from the guide wire, so the armada and guide wire were removed together as a unit. Outside the anatomy, the armada was able to be removed from the guide wire. Another armada was used with the same guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.